Manufacturer narrative:
Product analysis: ¿ as found condition: the axium implant coil was returned for analysis within a shipping box, within a sealed pouch and within a plastic specimen container. The axium implant coil was returned detached from the pusher. The axium pusher was not returned with the implant coil. ¿ damage location details: dried blood was found on the axium implant coil. The axium implant coil middle segment was found stretched with the polypropylene filament broken. ¿ testing/analysis: none ¿ conclusion: based on the device analysis and reported information, the customer¿s ¿coil resistance/stuck in catheter¿, ¿coil stretch¿, and ¿premature detachment¿ reports were confirmed. The axium implant coil can become damaged (stretched) and detached if advanced/retrieved against resistance. In addition, damages to the axium pusher can contribute to premature detachment. Possible causes of ¿coil resistance/stuck in catheter¿ include use of an incompatible catheter, user does not maintain a continuous flush, tortuous anatomy, or damage or kink to pusher. The echelon-10 micro catheter used in the event was not returned. The echelon-10 micro catheter is compatible for use with the axium coil, the patient¿s vessel tortuosity was ¿normal¿, and a continuous flush was used. Therefore, ¿incompatible catheter¿, user does not maintain a continuous flush, tortuous anatomy were ruled out as potential causes. As the axium pusher was not returned, an analysis could not be performed and any contributing factors (i.e., damage/kink) could not be assessed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the resistance was in the distal section of the catheter. The coil came out of the introducer sheath smoothly. The distal part of the coil was stuck, and when they tried to pull it off the coil was damaged. The coil was elongated. No detachment attempts were made.

Event description:
Medtronic received information that an axium coil stretched and was separated. When implanting the coil in an aneurysm the distal part was trapped and when they tried to pull it out the coil elongated, causing the doctor to loose control of the coil, being unable to introduce the rest of the coil in the aneurysm or pull it out. After debating what to do they decided to rescue the coil with a loop, the coil was rescued successfully. There was no friction or difficulty during testing or delivery. Continuous flush was administered during the procedure. The physician did not reposition the coil during the procedure. The coil was removed from the patient with a loop. No surgical or medical intervention was required. The pushwire was not bent or broken. There was friction or difficulty during delivery. The physician did not reposition the coil. Continuous flush was administered during the procedure. The devices were prepared according to the instructions for use (IFU). The patient was being treated for a ruptured, saccular aneurysm in the right pcom location. Patient blood flow and vessel tortuosity was normal.  Ancillary devices: echelon10 lot: b430179 microcatheter

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.